Manufacturer narrative:
The pump was unable to prime during the prime test and gave an alarm during the basic occlusion test due to a protruded/loose drive support disk. No motor error alarm was noted. The motor passed the motor test. No other alarms were noted in the alarm history screen. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was 263 mg/dl. Customer also reported experiencing a low blood glucose of 89 mg/dl. The customer was treated with a soda for their blood glucose. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.